Event description:
On 5/24/95, pt underwent mr imaging of the liver. Using the MFR's system for cardiac gating purposes, the pt received a burn to the chest wall directly underneath the right arm ECG lead. The electrodes were being used as directed by the MFR. Impedence of all four electrodes was measured at "2" and below. The pt reported he felt warming during the t2 double spin echo sequence only. Estimated average "sar" was calculated at .54 w/kg, and estimated peak "sar" was calculated at 1.08 w/kg.